Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time post filter deployment, the patient was diagnosed with thrombus above the filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years later computer tomography angiogram(cta) revealed an inferior vena cava filter was present with linear centrally located 6 x 1.3 x 1.3 cm thrombus arose from the superior tip of the filter. 6 cm long inferior vena cava thrombus on the superior aspect of the inferior vena cava filter. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time post filter deployment, the patient was diagnosed with thrombus above the filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.